Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -7.0/+1.0/090 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Corrected data: (B)(6) is the wrong date of birth, correct date of birth is (B)(6). Claim # (B)(4).